Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: exact date not provided, best estimate is may 23, 2020 as timeframe provided was about 45 days prior to the date report received by manufacturer. (B)(4). Device evaluation: product evaluation cannot be performed as the product is not available for return. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) model zmb00 was implanted without complications, with perfect lens positioning, and without problem with the angle cap. The patient¿s other eye is implanted with a symfony iol and the patient is completely satisfied with near vision in this eye. However, from the beginning after implant of the zmb00 iol, patient complained about the visual quality although visual acuity measured at 20/20 and j1, and innocent refraction in both eyes. Surgeon performed macula oct to rule out macula edema, and pentacam to see corneal aberration, and requested retinal mapping to the area specialist to see a reason to justify the complaint made by the patient. Per patient complaining it was difficult to work and finding nothing, doctor decided to explant the lens and replace it with another symfony lens. Post explant the patient returned and stated he is free of the problem and very satisfied with the replacement lens although his near vision has worsened little now being j2. Additional information states at exchange there were no complications, no sutures, vitrectomy, or incision enlargement required. Patient is very happy. No treatment was required other than a non-hormonal anti-inflammatory drug because surgeon believed that patient would have macula edema, which ended up being confirmed by the retinal oct. Visual acuity pre-op (pre-initial implant): 20/40. Visual acuity post-op (post-initial implant): 20/20 vision and j1 near, but reported a distortion in the image and poor vision at all times in life, distance and near with poor image quality vision, very dissatisfied patient. Visual acuity post-op (post-replacement): 20/20 without correction and worsened closer but the symptoms have resolved. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.